Event description:
It was reported that the customer's insulin pump had a partial display. The customer's blood glucose levels are unk. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit was received with a bleeding and cracked lcd glass. The insulin pump was received with a minor scratched display window. The unit was received with a cracked case at the display window corner. The unit was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip.